Manufacturer narrative:
Patient age not available at this time. Software investigation in progress.

Event description:
A medtronic representative reported that there was 2-4mm inaccuracy anterior with both the registration pointer and stylet once the patient was draped. The surgeon completed a good registration and verified its accuracy. They removed all sources of metal in the field. The medtronic representative was told there was a warning message: internal temperature high. The cranial surgery was completed with the use of the stealthstation. There was no impact on the patient outcome.